Event description:
The customer reported the system was giving an error of invalid input signal and would not boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A system upgrade was performed. The system was tested and found to be working as intended and returned to service.